Event description:
Patient was revised to address pain around the trochanteric area. The plan was to remove the metal liner and replace it with a poly liner; however, the metal liner would not dislodge from the cup, which caused a 1-hour surgical delay. The surgeon placed a new head on the stem and closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/21/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records indicate that the patient was revised because of metal-on-metal reaction. Records are available for further review.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address pain around the trochanteric area. The plan was to remove the metal liner and replace it with a poly liner; however, the metal liner would not dislodge from the cup, which caused a 1-hour surgical delay. The surgeon placed a new head on the stem and closed. Doi (B)(6) 2007; dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.